Event description:
Per the clinic, the patient experienced skin flap break down resulting in exposure of the implant body. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if that has already occurred as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This reported is filed march 17th, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on may 20, 2014. This report is filed june 19, 2014. Device not yet received by manufacturer.